Manufacturer narrative:
Journal of the american college of cardiology. Vol 79, no. 15. Suppl s. 2022. Date of event: event date was not provided at the time of reporting. The first date of the month of the aware date was selected.

Event description:
It was reported via a journal article that device detachment occurred requiring additional intervention. Vascular access was gained via the right femoral artery. A 6 french sheath was engaged in the left coronary artery. A non-bsc-catheter and non-bsc guidewire crossed the lesion. The guidewire was then removed and exchanged for a rotawire floppy and a 1.5mm rota burr was advanced. Atherectomy was performed at 180,000 rmp for 5 rounds. The rota burr was withdrawn via dynaglide mode. The rotawire floppy prolapsed while dynaglide was activated and the rotawire floppy fractured and dislodged in the left anterior descending artery (lad). Balloon dilation and stenting was performed to the proximal and mid lad with good results. A twisting technique with a guidewire was performed and the detached rotawire floppy was moved from the distal lad to the left main carina; however, subsequent attempts could not grasp the detached rotawire floppy due to the large luminal space. Snaring with a 7mm microsnare was failed. The detached rotawire floppy was pulled onto the left coronary cusp of the aortic valve. The patient was instructed to cough multiple times and the detached rotawire floppy bounced back into the lm carina. A 7mm microsnare was used again and successfully removed the detached rotawire floppy. Final angiography showed good pci results without serious patient complication.